Event description:
Customer reported finding a leak in the coulter lh780 hematology analyzer after an aspiration error had occurred. The leak was contained within the unit underneath the front cover; fluid sprayed inside the sampling area, pooled under the right front corner of the instrument and spilled onto the cover of the lh1500 connection unit. The field service representative (fse) observed fluid leaking at pinch valve vl115 and flowing to the right rear corner of the instrument. The fse replaced the tubing at vl115 and verified repair per established procedures, the results of which met published performance specifications. The root cause of the leak is attributed to a hole worn in the tubing through pinch valve vl115. Customer stated that patient samples and results were not affected by the leak, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).